Event description:
Additional information reported the lead on the right side was where the drainage was cultured. The cultured organism was (B)(6). After surgery the patient was started on nafcillin intravenously. The patient also was given a four week course of nafcillin.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the event did not result in in-patient hospitalization.

Event description:
It was reported that the patient experienced an infection on the right sided deep brain stimulator lead. The outcome was resolved without sequelae on 2014 (B)(6). Interventions included an entire system explant. Diagnostics methods included lab work that tested positive for staph. The event was related to the device or therapy and not related to the implant procedure. The patient had purulent discharge from the scalp. The severity was reported as moderate. The event resulted in in-patient hospitalization.

Manufacturer narrative:
Hospitalization no longer applies to this event.

Manufacturer narrative:
Product ID 3389s-40, lot# va0de6a, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# va0de6a, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# va0de6a, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).